Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right atrial lead dislodged. A revision procedure was scheduled for the near future. Add'l info indicated that a revision procedure was performed and the lead successfully repositioned. No adverse pt effects were reported. Our records indicate this lead remains implanted. If add'l info is received, this report will be updated.